Event description:
It was reported that pump battery life depleted rapidly, dropping below 40 percent within 24 hours. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, no troubleshooting or corrective actions were documented, and no additional information was received regarding the outcome of the event.